Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Note: this report pertains to the first of three hologic devices used in the same procedure. See associated medwatch, MFR's report number 1222780-2011-00014. It was reported, following several unsuccessful cavity integrity assessment (cia) tests with 2 disposable devices during a novasure endometrial ablation, the physician did a hysteroscopy. She did not see a uterine. Perforation but abandoned the procedure because she believed there was a possibility of a perforation. No treatment was needed and the pt was discharged home. On (B)(6) 2010, the physician's office reported the doctor has been in touch with the pt and "she is fine". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation. Additionally, a sounding was done with a suresound. It is not known when this possible perforation occurred or what instrument may have been the cause.